Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 600 mg/dl on (B)(6) 2011 while skiing. On (B)(6) 2011, the pt was taken by ambulance to the hospital until (B)(6) 2011. The pt's mother then moved the pt to another hospital until (B)(6) 2011. On (B)(6) 2011, e4 (occlusion) error was displayed on the infusion device at 2:00am and the pt's blood glucose measured 290 mg/dl. The pt changed the insulin cartridge and infusion set and bolused 2 units of insulin. At 2:30am, e4 was again displayed and the pt changed the infusion set. At 5:30am, e4 was displayed and the pt changed the infusion set. At 7:00am, the pt felt sick and had a stomach ache, her blood glucose measured 309 mg/dl and she was positive for ketones. She bolused 9.7 units of insulin through the infusion device and ate. At 9:00am, her blood glucose measured 558 mg/dl and at 9:45am measured 638 mg/dl. The pt was taken to the hospital by her mother and was treated with an IV. On (B)(6) 2011 at 6:00am, the pt switched to her backup infusion device. She was released from the hospital on (B)(6) 2011 at 2:30pm. Her normal blood glucose level is 120 mg/dl. The infusion device was replaced and requested to be returned for eval.